Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a remote monitoring transmission was sent due to the patient receiving inappropriate shocks from the implantable cardioverter defibrillator (ICD) for what appeared to be atrial fibrillation (af) with rapid ventricular response. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.